Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited increased in power consumption which affected this device's longevity. Additional information indicated that the right ventricular (rv) output was changed and the device is not set to less than nominals because of the pulse width. The power consumption has not had time to adjust to the new output setting. The pacemaker remains in service. No adverse patient effects were reported.